Manufacturer narrative:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. The customer placed a service call to the local philips helpdesk. There was no harm or injury reported. The trilogy ev300 was evaluated by philips service engineer (se). The device evaluation found the system test failure was due to the failure of the three-way (3-way) solenoid valve and proportional valve on this device. The philips se replaced the 3-way solenoid valve and proportional valve to address this issue. After replacing the parts, the philips se performed a diagnostic test, and the issue was resolved on the device. The philips se performed the final test to ensure the device was functioning as intended. The philips se release the device to the customer for clinical use.

Event description:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. The customer placed a service call to the local philips helpdesk. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.